Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced abdominal pain and vomiting. The cgm reading was between 14.0 and 18.0 mmol/l, and ketones were elevated. No fingerstick was reported from that moment. The patient was brought to the hospital where a fingerstick was taken and the blood glucose reading was 21.0 mmol/l. No cgm reading was reported from that moment. At 09:33pm the cgm reading was 18.8 mmol/l and the blood glucose reading was 28.0 mmol/l, and at 09:47pm the cgm reading was 19.6 mmol/l and the blood glucose reading was 31.0 mmol/l. The patient was treated with intravenous insulin and fluids. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 14¿18 mmol/l range cgm reading. The reported glucose values fall within the b, b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.